Manufacturer narrative:
The zoll catheter in complaint has not been returned for investigation. Therefore, a physical investigation was not performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
The patient was inserted a quattro catheter on the femoral vein without issue. Approximately 15 to 30 minutes into ivtm cooling therapy, the user observed blood outside of the distal lumen (brown) of the catheter. Following this, another catheter was inserted to continue patient therapy with no further issue reported. No known impact or patient consequence was reported. It was further reported by the user that the catheter was inspected following removal and noted a long hole from the infusion line to the sewing point. The user, however, was unable to provide a photograph of the removed catheter.

Manufacturer narrative:
The reported complaint was confirmed. Visual inspection of the returned quattro catheter (lot # 77574) identified a knot on the distal lumen of the catheter. Further inspection revealed a tear and near the knot and that the distal lumen appeared stretched from the luer end approximately 8mm from the manifold. The catheter was functionally tested by connecting to an inflation device. The medial and proximal lumens flushed as intended. The in/out luers flushed normally. The distal lumen could not be flushed due to the condition it was received. No leaks were observed. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the quattro catheter with lot # 77574.